Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with mild tortuosity and heavy calcification. The vessel diameter was 3.0mm and the lesion length was 15mm. A non-abbott balloon did not cross the lesion; therefore, the 2.0 x 15 mm trek balloon was advanced to the lesion and inflated for the first time to 8 atmospheres (atm). It was noted that the balloon was slow to deflate, and was unable to be re-inflated. The balloon was fully deflated and removed from the anatomy. A non-abbott balloon was used to complete the dilatation. It was noted that the trek balloon was prepared outside of the patient anatomy and the balloon was soaked in normal saline prior to use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: eel; guide cath: launcher 7fr jl4. Evaluation summary: the device was returned for evaluation. The reported inflation was confirmed. However, the deflation issue could not be confirmed due to the returned device condition. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.